Manufacturer narrative:
Getinge received a call from nurse about the functionality of the water seal chamber of an oasis drain (p/n 3600-100, l/n unk). She informed the getinge representative that another nurse had set up the drain the night prior but had not added water to the water seal chamber. The nurse wanted to know if the drain had a valve that kept it sealed to atmospheric pressure. The representative explained the proper setup of the drain and asked for additional information about the state of the patient. The nurse did not provide any additional information and did not request additional training. No lot number or pictures were provided. The drain was not returned for evaluation. No allegation of a device failure was made. No additional harm to the patient was reported as a result of this incident. The IFU instructs the user to fill the water seal chamber to the 2 cm line using the provided water ampoule prior to attaching the drain to the patient. The filled water seal is what protects the patient from atmospheric pressure. A DHR review could not be completed because no lot number was provided. The IFU provides adequate instructions for the setup and use of the device. If the IFU instructions had been followed by the user, it is unlikely this complaint would have occurred. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found three similar complaints, all three of which were caused by user error. A recurring lot number report could not be completed because no lot number was provided. A review of crs/capas found none related to this complaint. This complaint describes a setup error with the device in which the water seal chamber of a drain was not filled. No device nonconformance was alleged in this complaint. There was no evidence identified to suggest that this complaint is related to design, manufacturing or instructions for use. The complaint is confirmed but a device nonconformance is not confirmed. The root cause of this complaint is user error due to the improper setup of the drain.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
A nurse practitioner (np) called into the emergency customer support with questions about the water seal function on an oasis drain. She was notified that a nurse had changed to a new oasis drain the night prior but had not placed water in the chamber during the setup, so she wanted to know if there was a valve that sealed the chest to atmospheric pressure. I explained that our oasis i.f.u. States to ¿fill the water seal to 2 cm line¿ as the number 1 step. I also explained that under the water seal section of the i.f.u., it states ¿the water seal must be filled to the 2 cm line for system operation¿. The np very briefly said they did a chest x-ray and there was more air. The np stated she did not have permission to share or release any information including patient status and requested the call be kept anonymous. At no time during the call did the np request any educational training and she was asking the questions from an educational standpoint.